Event description:
It was reported that they were trying to initiate therapy on adult patient and arctic sun device kept alerting 02 low flow and air leak. 4 pads connected. Nurse noted that one pad was leaking water. Patient temperature (pt) was 40.7c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was primed to 0.9 l/m then 0 l/m and alerted low air leak. Had stop therapy and empty pads. Disconnected pads and placed device in manual control at 10c. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 11.6c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 80 percentage, mixing pump command (mpc) was 20 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 8725.2 and pump hours were 8234.3. Confirmed device worked appropriately without pads. Reconnected pads and could not get water flow rate (wfr). Walked through disabling manual control and advised to swap out pads. Nurse would set these pads aside for follow up from representative to send in for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown as the issue was resolved after replacing the pads. Sample was not available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A device history record review could not be performed since no lot number was provided. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on adult patient and arctic sun device kept alerting 02 low flow and air leak. 4 pads connected. Nurse noted that one pad was leaking water. Patient temperature (pt) was 40.7c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was primed to 0.9 l/m then 0 l/m and alerted low air leak. Had stop therapy and empty pads. Disconnected pads and placed device in manual control at 10c. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 11.6c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 80 percentage, mixing pump command (mpc) was 20 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 8725.2 and pump hours were 8234.3. Confirmed device worked appropriately without pads. Reconnected pads and could not get water flow rate (wfr). Walked through disabling manual control and advised to swap out pads. Nurse would set these pads aside for follow up from representative to send in for investigation. Per follow up information received via task on 19nov2024, it was reported that the reported low flow rate and air leak issue was caused by user error. They received technical support and the issue was resolved. Patient completed therapy after swapping to a new set of artic gel pads.